Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos shows the head area of the product marked in red to indicate the area of the reported leak. The specific defect that allowed the leakage was not visible in the photos, however previous investigations indicated that a crack in the housing near the welding zone was the cause. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to product material and design. A corrective action preventive action record was previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6) . E1: initial reporter phone no. (B)(6) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a u9000 ultrafilter during hemodialysis therapy. The filter was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.